Event description:
Pt scheduled for aorto femoral angiogram pta. The physician, while attempting to place balloon on wire, noted that balloon was loose/broken. The balloon fell off while md was attempting to feed guidewire. The pt was not harmed by the event.